Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, it was not 100% stenosis of the left main but it was a 90% stenosis located in the proximal left circumflex (lcx) artery that was treated with placement of 4x38mm synergy drug-eluting stent which was extending up to the left main with 0% stenosis and timi 3 flow.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that angina occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in proximal portion of the saphenous vein graft (svg) to 1st diagonal and 1st obtuse marginal(om) (y-graft) with 95% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with direct placement of a 3.00 x 12 mm promus element plus drug-eluting stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was hospitalized due to stable angina. Electrocardiogram (EKG) revealed no significant changes with a little pseudo normalizing of anterior t abnormalities from chronic right bundle branch block (rbbb). The 80% stenosis in distal left anterior descending (lad) was treated by placement of a 2.5 x 16 mm synergy stent. Post procedure the stenosis was 0% with timi 3 flow. The patient was having chest pain felt to be related to this after the percutaneous coronary intervention (pci) to the lad. A staged procedure is anticipated in near future. The event was considered not recovered. The following day, the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the 80% stenosis in distal left anterior descending (lad) was also treated with balloon angioplasty prior to the implantation of the 2.5x16mm synergy stent. In (B)(6) 2017, the patient presented in follow-up of the procedure performed on (B)(6) 2016. The patient continued to get chest discomfort radiating into his arms and jaw bilaterally. There was associated dyspnea, but no diaphoresis or nausea. The patient had angina during his hospital stay post procedure. In (B)(6) 2017, the patient presented to the hospital for the planned staged procedure. The patient underwent a staged procedure in which 100% stenosis of the 1st obtuse marginal (om) branch was treated with placement of 2.75 x 38mm and 3 x 38mm synergy stents with 0% stenosis and timi 3 flow. Additionally 100% stenosis of left main was treated with placement of 4 x 38mm synergy stent with 0% stenosis and timi 3 flow. The following day, the patient was discharged from the hospital. Three days later, the event stable angina was considered as recovered.